Manufacturer narrative:
The returned sample was received decontaminated; the sample was received in used condition with its original open package. The sample was tested with a syringe to replicate the failure mode; the complaint was not confirmed, no occlusion was detected. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR eview. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during the use of the product, the customer noticed medical fluid was unable to pass through it. Also, an occlusion was observed in the product. No patient injury was reported.